Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal circumflex artery with moderate tortuosity and calcification. A xience stent was implanted and the 3.0 x 12 mm tenku balloon catheter was advanced for routine post-dilatation. During the third inflation of 18 atmospheres for 30 seconds, the balloon ruptured. A new balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience; guide wire: sion blue, runthrough; guide cath: heartrail2. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.